Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: customer returned photographs are available for investigation. Customer photographs were investigated along with the lot no 18g2641e and material number 391592 and we found that the product is venflon I. Venflon I is a new improved design of our previous product venflon. The customer mistook the new product of venflon I as a venflon and thus concluded the improved design as product defect. Our sales associates have met the consultant and educated him on the improved product and its advantages in his area of expertise. Thus the defect is not confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm had a defective catheter tip that was noticed before use, and concerned the customer due to the possibility of it breaking off and entering the patient's blood stream. As reported by the customer, "the venflon we have been using a very long time . I found you are manufacturing defect ones now , pls look into it. Defective piece can break and enter the blood stream."